Event description:
Contact reported that a small piece of the implant broke off during insertion. The fragment was removed without issue. The surgeon did not remove the implant, but left it in place. The surgeon felt the problem did not compromise the integrity of the implant. No pt injury was reported as a result of this event. As the damaged device was left in the body an MDR is being filed to document this event.